Event description:
It was reported that the left poly was replaced due to wear.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown duracon insert 9mm left. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding wear involving a duracon insert 9mm left was reported. The event was confirmed. A review of the provided x-rays, revision implant sheet, and progress note indicated: ¿based upon the minimal information available for review there is no evidence that factors of faulty component, manufacturing, or materials were responsible for this clinical situation.¿ device history review and chr not performed as the device was not properly identified. A material analysis confirmed that no evidence of material or manufacturing defects was observed.

Event description:
It was reported that the left poly was replaced due to wear.